Event description:
Reporter alleged discrepant back to back blood glucose results of 457 mg/dl versus 188 mg/dl and 485 mg/dl versus 98mg/dl, when testing was performed 5 mins apart. As a result of the comparison, no actions were taken and no treatment was rec'd and replacement product was sent.